Manufacturer narrative:
(B)(4). Batch #: unknown. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the surgeon was performing lobectomy by using ec45a and ecr cartridges . While ligating vessels he has used ecr45w cartridges but after firing the cartridge on vessels , vessels were not stapled properly he has to apply clips even after using the cartridge. Surgery was delayed by 20 minutes with completion of procedure successfully. No patient consequences reported. No further information is available.